Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm on 12/06/2023. On the same day the sensor was inserted, the patient felt a sharp pain in the insertion site and when the sensor got removed, the sensor wire was left under the skin. The patient went to an emergency room where an ultrasound was made. It is not reported that the sensor wire was seen on the ultrasound, but an incision was made after trying to remove the sensor wire. The removal of the sensor wire was unsuccessful and at the time of the report the patient reported that they now had a scar from the incision on the arm and that the sensor wire was still in the skin. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).